Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated the surgeon was attempting to insert a 12.1mm vicm5_12.1 implantable collamer lens, -11.50 diopter into the patients right eye (od) and the lens became stuck in the plunger and tore. There was patient contact (the lens was not delivered into the eye) but no injury. Another same model/length lens was implanted and the problem was resolved. The lens is stable and patient is happy.